Event description:
It was reported that the vision stent was implanted in a total occluded lad in 2003. The lesion was pre-dilated prior to deploying the stent, and two blood thinners were then given to the pt. Another dilatation catheter was then placed through the proximal stent struts to dilate a diagonal branch. The pt returned to the hosp six days later with a subacute thrombosis (sat) distal to the deployed stent, which was treated by deploying another stent. The pt was reported to be doing fine after the procedure.